Event description:
An endeavor sprint drug eluting stent was implanted during index procedure in the lmca. Approximately 63 months post index procedure patient expired. Cause of death is unknown. Investigator assessed that the relationship of event to study device is unknown, but event is not related to procedure or drug.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.